Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed for external flash error and all data was reset. Customer's blood glucose was unknown at time of incident. Insulin pump was returned for analysis.

Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify external flash error. Alarm due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip.